Event description:
Hosp reported the pt presented with an infection of the shoulder a few weeks post op. Culture performed revealed a coagulase negative staph infection. Pt underwent irrigation and debridement in 2007 and was also treated with antibiotics. Hosp reported that pt appears to be in good condition. This device is used for treatment.

Manufacturer narrative:
Further communication with arthrex rep and surgery center's nurse indicate the source of the infection remains unk. This is the third of four infection cases involving the same surgeon and the same surgery center. The medical facility is still investigating these cases. Review of the sterility certification for this lot revealed no discrepancies. Previous investigation indicate that this type of event is typically related to nosocomial infection. However, a definitive cause has not been determined for this event.